Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient did not receive any insulin while sleeping, and when the patient woke up, their blood glucose was 250-300. Per reporter, the patient sat with the infusion site needle trying to see if any insulin was dripping out after disconnection, and the pump stated it was delivering 1.25 units but there was nothing coming out of the cleo set. No pump events were recorded overnight. The patient administered a bolus dose to address the blood glucose. The components were replaced and the issue was resolved.